Event description:
On january 14, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. The customer was educated on the lag between cgm and bgm readings and advised enter any additional calibrations requested by the system. No injury or medical intervention was reported

Manufacturer narrative:
The manufacturer provided an explanation of the issue to the user. No further investigation was found necessary for this complaint.